Event description:
It was reported that during a gastric bypass procedure, the stapler was fired and the blade advanced only far enough for one or two rows of staples to work. The knife reverse switch was initialized and the blade was returned to the starting position. The stapler was removed and replaced. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum at what location on the tissue? Closing the inner ostomy of the jejunojejunostomy. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? 1 white cartridge. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, but the stapler did not advance enough for that to have been an issue. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, once the blade reverse switch was pressed. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.